Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 5,000mcg/ml at 2 ,470.5 mcg/day and clonidine 1000mcg/ml at 49.41 mcg/day via an implantable pump. It was reported that the physician started ma naging this new patient. The patient came to him with very high drugs in her pump fentanyl 5,000 mcg/ml and clonidine 100 mcg/ml. The patient complained of not getting any relief but only had some relief when patient used her ptm bolus doses. The physician did a dye study to confirm catheter location and make sure pump was connected properly. The catheter looked to be in good location and connected to pump confirmed. However, they took several x-rays and noticed the pump motor wasn¿t chafing position. They took x-ray, waited 5 minutes and the motor looked to be stalled in the same position it had not moved a bit. They decided to explant and give the patient a new pump due to the high drug concentration and dose she was on without getting any relief. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study. The actions and interventions taken to resolve the issue was the pump was removed and a new pump implanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.